Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6. The cmp was confirmed. Visual examination of the returned product identified signs of use with some gouges on the edge of the plate, discoloration on the top side near the screw and on the bottom side of the plate near the fracture as well. There are also scratches on the top side and edge of the plate. The plate has fractured at the 14th hole location. There is also a blue screw inserted in hole 31 of the plate. Optical images of the device fracture surface exhibited faint beach marks and river lines, suggesting that the fracture was suspected to have initiated due to fatigue, although not clearly evident, and transitioned into overload mode of failure. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Due to insufficient product information, the compatibility of the involved products could not be verified. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Medical records were not provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Event description:
It was that a patient was admitted for a subsequent femoral fracture, previously treated with an ncb pp distal femoral plate. Both the femur and the distal plate were fractured. The plate was removed, and a new one was inserted. The fractured plate will be sent for examination. Attempts have been made and additional information on the reported event is unavailable at this time

Manufacturer narrative:
(B)(4). G2: country report source: poland. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.